Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient faced a kinked cannula. The site location was patient's abdomen. The issue occurred with one infusion set used for one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.